Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had fallen. The asymptomatic patient presented for a routine follow up and loss of capture was noted. A lead dislodgement was suspected. On (B)(6) 2013 loss of capture was noted and a chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.